Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that an external processor was connected by the user without resetting it. Therefore, the video system center (cv-1500) failed to link properly and could not be operated. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿to use an existing external video system center with this instrument, try ¿reset all¿ on the external video system center according to the instruction manual of the external video system center.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera iii video system center was installed on top of the evis x1 video system center as a hybrid system to use the evis exera ii ultrasound gastrovideoscope for an endoscopic ultrasound-guided fine needle aspiration. Before the procedure started, the lamp/light would not turn on despite several troubleshooting attempts by the nurse, which included disconnecting and re-connecting the scope, checking the output on the monitor, and checking for loose cables. The patient, who had just been under sedation, exhibited difficulty breathing and severe apnea at this time. Consequently, the patient was re-intubated and placed under heavier sedation, which took about 10 to 15 minutes. A field service engineer advised to do a master reset of the evis exera iii, but the nurse found it difficult to do so. The nurse attempted to use another video system center, but this was one had a faulty videoboard causing no image when a scope is connected and could not be used. The procedure was eventually completed using a similar device after about a 45-minute delay. The patient remained in stable condition under extended sedation. There was no further harm or user injury reported due to the event. (B)(6) reports the evis x1 video system center. (B)(6) reports the evis exera iii video system center. (B)(6) reports the evis exera ii ultrasound gastrovideoscope. (B)(6) reports the second evis exera iii video system center from the emergency stack.